Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the patient's pacemaker exhibited ventricular loss of capture. No intervention was made and the patient will be monitored. The patient was stable.